Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been having issues with their recharger. The caller stated that sometimes the patient hears a clicking noise and sometimes they don't. The caller also stated the patient intermittently gets a message on their recharger app saying something with the word" "power. The agent asked if the patient was seeing a "power on reset" message, and the patient was unable to recall the exact error message. The caller added that they have been able to connect the patient's communicator with their ins, but the patient was unable to increase their stimulation above 0.4 due to maxed settings. The agent advised the patient to follow up with hcp to check programming and attempted to troubleshoot the issue regarding the recharger with the caller and patient, but the patient was unable to connect the handset to the recharger via their recharger app. The agent walked the patient through connecting to their recharger via the recharger app, and the patient confirmed seeing the "not found" screen. The agent walked patiently through switching rechargers and continued getting "not found". The agent had the patient reset the recharger, and the patient reported getting the "recharger error". The agent advised the patient to tap "ok" and troubleshooting resolved the issue with connecting to the recharger. The patient confirmed seeing the closed- loop screen showing that they had excellent connection and the ins battery was at 90%. The agent also reviewed information regarding open- loop vs. Closed- loop screens.. The caller mentioned that they have an in-person meeting with the patient and healthcare provider on june 9th. When asked for the event date, the patient stated that the issue with the beeping sounds first started probably about a year and a half ago but then stated that it was their first time seeing the error saying recharger not found. The patient then related all reported issues when asked for clarification. 2 call recordings - caller was disconnected during the troubleshooting steps; agent called patient back to continue assisting. At the end of the 2nd call, the patient confirmed that they were able to fully charge their ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the inability to increase stimulation was unknown. The cause of the por message was unknown. It was reported that the issue was resolved. Patient stated they met with a representative (rep) who made some adjustments to the programs but they did not know exactly what it was they did or the cause of the problem but it seemed to have helped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.